Event description:
It was reported by service report that the stretcher fowler is leaking fluid onto the floor. The fowler is not going down to the fully flat position and it won't lock into place to support a patient's weight. No patient involvement or adverse consequences are reported.